Event description:
The following medical condition was reported: pt. States: (pt. Was implanted 15 years ago. He was in hospital in 2011 for a couple months for surgeries and didn't use ins. Surgeries were unrelated to pt's device/therapy. After he got out of the hospital, pt. Would try to turn on ins. He decided not to use it anymore because it would bother him (the stimulation was painful after surgeries.) Pt. Last charged a couple of years ago.) Patient does not have concerns with device or therapy. Patient received assistance from rep or hcp and concerns were resolved.

Manufacturer narrative:
(B)(4).